Manufacturer narrative:
A complete lead was returned in one piece measuring 64.3 cm. Analysis was completed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient presented in clinic and had received a significant amount of therapy. Upon the completion of a chest x-ray, it was observed the right ventricular lead was dislodged and near the atrium sensing both chambers. The rhythm was inappropriately diagnosed and delivered multiple rounds of anti-tachycardia pacing and shock therapy. The patient underwent lead revision procedure were it was very difficult to extend and retract the helix but repositioning was successful. Once the generator was placed back in the pocket, the high voltage lead impedance was greater than 200 ohms and there was noise present. The lead was then explanted and replaced. There was also concern of lead fracture. The procedure was completed successfully however the patient was psychologically scarred by the significant amount of shocking from the device. The patient was stable.